Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for movement disorders. It was reported since implant, they have been having a variety of problems and they're unsure if it's related to device/therapy. The problems include: tingling in their hands, following a foot fracture the patient has foot drop, and the patient has had headaches around their temples and eyes for 6 months and then went away. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the symptoms was unknown. It was unknown if the issue was resolved. No further complications were reported.